Manufacturer narrative:
(B)(4). Medical records were reviewed by post market surveillance staff. The medical records do not contain an admission history and physical, peritoneal dialysis treatment records, peritoneal dialysis progress notes, hospital progress notes or hospital admission lab work for review. The patient¿s discharge diagnoses do not include peritonitis as a diagnosis. There was no documentation in the medical record that suggest the patient had peritonitis. There was no documentation in the medical record that indicates the patient¿s thyroid contributed to the patient¿s hospitalization. Medical records did not contain admission glucose, potassium or magnesium levels for review. There was no documentation in the medical record that indicates any causal relationship between the liberty cycler and the patient¿s uncontrolled diabetes, hypokalemia, hypomagnesemia or volume depletion which was a contributing factor in the patient¿s lightheadedness and syncope. There was no diagnosis of fluid volume deficit. Medical records suggest the patient¿s medications may have contributed to the patient¿s hypotension and syncope. It should be noted the patient has a history of a cerebrovascular accident (cva) which could contribute to syncope, as well. There was no documentation in the medical record that indicates any causal relationship between the liberty cycler and the patient¿s bigeminy. There was no documentation in the medical record that indicates the patient was connected to the liberty cycler at the time these symptoms occurred. There was no documentation of any malfunction. The patient has an extensive cardiac history that could contribute to the patient¿s bigeminy. Due to the lack of medical records, no conclusion can be made regarding any causal relationship between the patient¿s hospitalization from (B)(6) 2016 and the patient¿s peritoneal dialysis products. The device was not returned to the manufacturer for analysis. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
Medical records were provided by the patient's dialysis center. The peritoneal dialysis (pd) patient is a (B)(6) female who presented to the emergency department with fatigue, near syncope and lightheadedness. The pd patient was diagnosed with weakness and admitted. An echocardiogram showed preserved ejection fraction and moderate aortic stenosis. The patient was found to be volume depleted with hypotension, even after scaling back on her volume removal with peritoneal dialysis and intravenous volume supplementation. The patient's hydralazine, minoxidil and cozaar were stopped and the bystolic was reduced. A computed tomography (CT) of the neck and brain were performed which showed a thyroid nodule. The patient's tsh and t4 were normal. The patient was discharged on (B)(6) 2016 and diagnosed with bigeminy, hypokalemia, hypomagnesemia and uncontrolled diabetes type 2.

Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation, and the failure mode cannot be confirmed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the device history record review confirmed the labeling, material, and process controls were within specification.